Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and was revised two days following implant. The patient's spouse then reported two days later "it went from bad to worse" and the patient passed away. Further information has been requested, however, is not available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cause of death was a coronary bypass graft failure and not related to the ra lead revision procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.